Event description:
Customer reported receiving "hi" readings from her freestyle monitor. Customer reported experiencing symptoms of tremor and loss of consciousness. Customer reported she took a sugar pill to counteract her symptoms. It is unknown whether the customer took the sugar pill before or after the reported event. The high reading reported is not consistent with the event and the customer's action. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.